Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with incomplete flap during flap creation procedure. Small area within flap bed near hinge was did not cut. Surgeon observed the possible air between cone and contact at start of bed cut, appeared as vertical gas breakthrough with small area of bubble near hinge. Surgeon was able to complete the procedure. There are multiple related reports for this event. This report addresses the patient sf's right eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows that the user performed one energy check at system startup and then performed three treatments without further energy check at that day. The logfile shows that the beam control check (bcc) for the first treatment was conducted about three minutes, for the second treatment about thirty seconds and for the third treatment about seventeen minutes before starting procedure instead of immediately before procedure. Pi was docked two times on patient¿s eye for the first treatment because the surgeon has had difficulties to reach a valid suction two value. All treatments were finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for any treatment. No technical root cause could be identified not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).